Event description:
(B)(6) 2013 I had the essure procedure done. I went back for my 3 month check up and the doctor informed me that one of the coils had migrated to my ovary. On (B)(6) 2013 I had a surgery to remove the coil from my right ovary. I have also had some severe discomfort with the remaining coil especially during intercourse over last couple of years. (B)(6) 2015 I had another surgery to remove the left coil.